Event description:
It was reported that during surgery the device was not functioning properly. There was no harm or delay reported. Due diligence is complete. No additional event information available. At product evaluation investigation the pre tests could not be performed as the comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01273, 0001526350-2023-01274. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the pre tests could not be performed as the comb was damaged. The ratchet was not fitting onto the bottom roll and the set screws in the ratchet gear were stuck in the gear. The ratchet gear, bottom roll, comb, and gear were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.